Manufacturer narrative:
Device passed displacement test, self test, active current measurement, and sleep current measurement. No unexpected pump error 24 noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump, insulin pump error alarm. Customer was able to clear the pump errors, power loss alarm and program the insulin pump. Customer stated that this was the second time that it happened, they got insulin pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.